Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 90-180 mg/dl.